Event description:
It was reported that during a angioplasty treatment procedure a balloon rupture and detachment occurred. The greater than 75% restenosed target lesion was located in the retrograde, hyperacute arteriovenous graft (avg) of the lungs. A 8.0 x40, 75cm gladiator balloon catheter was advanced around the bend of the avg and placed at the target lesion. The gladiator balloon was inflated four times to 20 atms for less than 30 secs. During the fifth inflation at 20atms, less than 30 secs, a balloon rupture and circumferential tear occurred. During the procedure and on an unspecified inflation, the center of the gladiator balloon was at the venous anastomosis stricture and when inflated to 20 atms the balloon "took" the hyperacute angle at the venous anastomosis stricture and straightened it out. The gladiator balloon catheter was removed but a portion of the balloon remained inside the patient. No additional actions were taken as the procedure was completed with this device. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).